Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to an occlusion alarm on (B)(6) 2026. This issue caused the patients blood glucose level to exceed 500 mg/dl and the patient got treated with correction injection through mdi. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.